Event description:
Info received indicates there are no bed functions electrical or manual. Further troubleshooting revealed no gci display either.

Manufacturer narrative:
The technician traced the problem to the power control module. The technician replaced the 7 amp fuse at f5 on the power control module to repair the bed.